Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer was instructed to load a second new cartridge, which resolved the issue, allowing them to resume insulin successfully.